Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the caller said the patient told them the device is no longer working. Technical services reviewed MRI information and provided the number for national answering service to page a manufacture representative.